Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found that the first two distal stent struts were lifted and pulled proximally. The undamaged crimped stent outer diameter was measured and the result within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified mid left circumflex artery. Following pre-dilatation, a 3.00 x 20 synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion after repeated effort. The procedure was completed with another 3.00 x 24 synergy drug-eluting stent. No patient complications were reported and the patient was doing well. However, returned device analysis revealed stent damage.